Event description:
It was reported that there was a warm up issue; restart during session. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a warm up issue; restart during session. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.